Event description:
A pump motor stall was confirmed via interrogation. The stall was not recorded in the event logs. The patient was reported to have had a refill 'four days ago', the pump was updated but the health care professional continued to receive a motor stall message. The patient was not going through withdrawals but was admitted. The pump was used to deliver dilaudid; concentration and dosage were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.